Event description:
It was reported that a pt was having painful stimulation at the neck and generator site whenever she tried to use her magnet to disable the device. The physician reviewed the pt's settings and found that the magnet output current was set to 1.0 ma when it should have been set to 0 ma. Review of the pt's programming history by the physician who reported the event revealed that a faulted diagnostic test occurred on (B)(6) 2009 and all the settings were corrected however the magnet output current was left at 1.0 ma when it should have been 0 ma. The physician stated that she believed the test was interrupted because it is run at higher settings than what the pt is programmed to and the pt experienced pain when the test was being performed. The physician was reminded of the importance of performing final interrogations to ensure all of the settings are correct including magnet settings. Good faith attempts to obtain current programming and device diagnostic info have been unsuccessful to date therefore the programming anomaly cannot be confirmed at this time.